Manufacturer narrative:
The reported incident that the rod to rod coupling hoffmann ii compact 5/5mm broke could be confirmed, since the returned device matched the reported event. Based on the investigation, the root cause was determined to be user related. The failure was caused by overtorqueing of the screw of the coupling. The device inspection revealed breakage of the screw is consistent with overtorqueing. Since this screw is the one that holds all of the pieces of the coupling together, it is natural that once it breaks, all of the components will fell off. It was reported that the instrument felt loosen and this is why the surgeon attempted to tighten again the screw, however upon this attempt, the strength used was so high that it caused the breakage of the screw. The looseness could not be confirmed since, not only the coupling was already broken, but also because not all of the coupling components were returned for investigation. Care should be taken not to overtighten the screw of the coupling as this may cause damages to the instrument, just like the present event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, the patient had surgery with a hoffmann2 compact. On (B)(6) 2016, the surgeon has tightened up more the rod coupling, the rod coupling broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, the patient had surgery with a hoffmann2 compact. On (B)(6) 2016, the surgeon has tightened up more the rod coupling, the rod coupling broke.